Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had recorded multiple false atrial tachy response (atr) episodes with oversensing of myopotential noise on the atrial channel noted. Some undersensing was also noted on the ra channel in some of the atr episodes as well. There were no pacing impedance measurement changes and/or any signal artifact monitor episodes detected. Boston scientific technical services provided troubleshooting options and the ICD remains in service. No adverse patient effects were reported.